Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13-may-2026, a sales representative reported via email that an ar-2372blo knotless ac tightrope open repair implant experienced an issue in which the button broke off the inserter but remained attached to the suture. This was identified during an ac joint reconstruction procedure performed on (B)(6) 2026. No patient harm was reported. Additional information was received on 21-may-2026: the issue occurred during insertion into the patient. The affected button and sutures were removed, and all detached fragments were successfully retrieved. The procedure was completed using another ar-2372blo knotless ac tightrope open repair implant. There was an approximate delay of 5-10 minutes, and no additional anesthesia was administered.